Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had been damaged, received a battery failure alarm, and a low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for damage, and the customer reported damage to the back of the pump. The customer also reported that the functionality was affected. Troubleshooting was performed for the battery failed alarm, and the customer reported no damage to the battery cap or compartment springs. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
P-cap was attached and locked into place properly during testing. The baat tool was utilized to search for any alarms or anomalies around the complaint date. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 07:56:00 after more than 7 days at 34.19 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit passed the self test, sleep current measurement test, and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following cosmetic damages were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery tube threads, and cracked case (battery tube). In summary, the customer¿s allegations of failed battery test and charge/battery lasts less than expected were not confirmed. The customer¿s allegation of cosmetic damage was confirmed during visual inspection when a stained keypad overlay, a cracked keypad overlay, a cracked case, cracked battery tube threads, and a cracked case (battery tube) were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.